Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was unable to be determined as no product was returned for this investigation so the location of the leak could not be identified. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a purge sidearm leak after 5 days on support. The team left the pump on for support. No harm or injury to the patient.